Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch #997c96. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload partially loaded on the device. The reload was received partially fired 1/4. The device had a large crack on the bailout door, but there was no evidence that the bailout system had been actuated. The control board was removed for inspection and no damage was noted. The device was tested for functionality in the straight position with a test reload, however, did not achieved and complete firing sequence. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. Additionally, photos were provided and they showed a jaw of a device and a blue reload loaded. The jaw was observed on a pad with several rows of staples. As part of our quality process, the manufacturing records of batch number 997c96 was reviewed, and the manufacturing standards were met prior to the release of this batch. No non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board and the bailout door to be damaged. It is possible that the partially fired was due to the damage on the pcb board. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 8/27/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: the complaint was that is seemed as if the device did not have enough power in the motor to staple, stapling went unbelievably slow and during the second firing it stopped after the first centimeter. The reverse button needed to be used and then the stapler did have sufficient power for a normal reverse of the knife. The first firing was slow but the staple line looked normal and then during the second firing the device just stopped even though the surgeon was pressing the fire button. The surgeon pulls on the stapler but that it is stuck in the tissue and then realizes that device knife is not at the home position. So he uses the reverse button what works as normal power. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a roux & y gastric bypass, the first firing went much slower and with more difficulty than in normal firings. Then the second firing went even more difficult than the first one and this resulted in the firing stopping halfway, not completing the second firing. The reverse button was used which made the knife go back but this was also slower than normally experienced. Staple formation during the second firing was incomplete meaning malformed staples were observed. During both firings, no other intervening objects (such as a tube or clips) were present that could have disturbed the stapling formation. A new stapler was used to complete the procedure. No patient consequences were reported.